Manufacturer narrative:
The auxiliary common gas outlet switch was replaced, and the unit was returned to service. No report of patient involvement. Date of device manufacture year is 2004.

Event description:
The ge healthcare service representative reported the unit was unable to switch to auxiliary common gas. There was no report of patient involvement.